Event description:
It was reported to tyco kendall that a needle had broken in a pt's right arm. Pt was able to pull the needle out without difficulty, and did not require or seek medical attention. Product from same lot number returned for evaluation.